Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl and increased lymph node. Date of alcl diagnosis: (B)(6) 2018.

Event description:
Patient representative reported patient presented with ¿increased size of left internal mammary ln,¿ confirmed as left side alcl. Cd30+ and alk- were provided. Device status is unknown. This record is for the left side.